Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the distal tip of the mapping catheter was damaged. The mapping catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the achieve mapping catheter 990063-015 with lot number 213888492, was returned and analyzed. Visual inspection of the mapping catheter showed the it was kinked on the loop (misshape) and the pebax tube was ribbed. The reported issue was confirmed through testing. In conclusion, the mapping catheter failed the returned product inspection due to the kink on the loop and ribbed pebax. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the distal tip of the mapping catheter was damaged. The mapping catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.